Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) battery shortened out/off and it might have been affected when he had a heart attack. It was noted that the patient was till trying to coordinate a replacement or revision. A manufacturer representative (rep) met with the patient a couple of weeks prior to the report to adjust the ins to help give relief. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that the patient had an incident of collapse in 2017 that required resuscitation by paddles over the heart. It was noted that, at the patient¿s programming session, it was discovered that he had high impedances in all but three contacts. Programming was done to use the electrodes with normal impedances, but the patient was advised by a doctor to consider surgery for either/or battery/lead revision. The issue was not resolved at the time of the report and surgical intervention was planned but not scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the first ins had to be replaced because in (B)(6) 2018 he had a heart attack and when they transferred him from squad to ER and they hooked up his heart and had to zap him. When they had to zap him, it burned all the wires out all the way up his back past the broken fusion. They tried everything. His bones were too brittle. On (B)(6) day they put a stent in his heart. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the lead was replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the lead found that the conductors were broken at the anchor site. If information is provided in the future, a supplemental report will be issued.